Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy 100 at the manufacturer's service center, the device failed testing for pressure sensor cal pprox. The device's sensor board was replaced to address the issue. Additionally, the device was missing its feet and power cord clamp, both of which have now been replaced. The front case enclosure and handle were found to be damaged and have also been replaced. Although the device was initially documented as having failed the o2 low flow verification test, further evaluation determined that the issue was caused by the positioning of the grey removable foam and was resolved with a necessary adjustment. The device was serviced and passed all testing.